Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower doors 2, 3, and 4 continued to fail repeatedly. A pyxis technician replaced the latches earlier the same day; however, the issue persists and may require replacement of the control board. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower doors were failing after replacing the latches. The field service engineer (fse) adjusted the microswitches position on all four latches to resolve the issue. The system functioned as intended after the field service engineer repaired the device.